Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level went as low as 48 mg/dl and as high as 380 mg/dl. Customer treated their low blood glucose levels with orange juice. Customer treated their high blood glucose via insulin pump. Troubleshooting was performed. Customer advised their drive support cap was flush however they were able to perform and pass the high pressure test. The insulin pump will not be returned for analysis.